Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced hyperglycemia. The customer blood glucose level was 462 mg/dl. Customer was called because she needs to make sure temperature basal was going through and advised if the t across basal was in place, it was active. Customer was feeling okay. The insulin pump will not returned for analysis.